Event description:
It was reported that an exploration for recurrent crohn's disease was performed. Stricture of anastomosis from a previous surgery found as the problem instead of crohn's. A size 0 prolene broke post-op and caused a total fascia dehiscence. Patient was brought to the or for repair and is doing fine.